Event description:
On (B)(6) 2010, therakos received a report of a blood leak alarm during first cycle. Customer checked the centrifuge chamber and found some blood. Treatment was aborted and blood was not returned. Pt feeling fine. Customer stated blood lost was approx 150 ml.

Manufacturer narrative:
Batch record review of xts kit lot y711 showed that it met release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).